Event description:
A pt who was implanted in 2003, with bi-ventricular assist devices (bi-vads) developed a crack in a small area in the pneumatic tube connecting the vad and metal y connector. The hosp applied cloth tape to secure the area to prevent it from breaking completely through. No air loss was noted. The pt was transplanted 2 months later, as a heart became available.